Event description:
It was reported that an altitude alarm occurred. The customer's blood glucose was 145 mg/dl. The customer reverted to a manual insulin injection.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.